Event description:
This MDR is being filed retrospectively based on a recent review of compliment files. Pt experienced chills, nausea and muscle cramps 2.5 hours after initiating hemodialysis treatment. The dialyzer was at 4th use. The pt is all right after given antibiotic and having catheter changed.